Manufacturer narrative:
Correction: section d6 date of implant should have been (B)(6), 2018 instead of being blank in the initial report. Section h10 manufacturer narrative should not have included the statement "section d6 date of implant is unknown" statement. These corrections are reflected in this additional report 1. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of implant is unknown. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator message appeared for ipg. It is unknown if the indicator triggered earlier than intended. The device was still providing therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.